Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Confirmation of the device serial number has been requested, but no new information has been received to date.

Event description:
Medtronic received information that seven months post implant of this annuloplasty band in the tricuspid position, a transthoracic echocardiogram (tte) showed presumptive endocarditis of the patient¿s native mitral valve. The patient was treated with antibiotics and sent home. Nine months post-implant, transthoracic echocardiogram (tte) showed presumed aortic prosthetic valve endocarditis of a non-medtronic device. The patient was hospitalized. Blood cultures were returned negative. Seven days post hospitalization, the non-medtronic bioprosthetic aortic valve was explanted and replaced with a medtronic aortic valve. There was a low-suspicion for involvement of the tricuspid annuloplasty ring in the endocarditis, so the physician made the decision to remove the device and performed a bicuspidization of the tricuspid valve. Five days following implant of this medtronic bioprosthetic aortic valve, the patient expired. No failure mechanism and no specific relationship to the device was reported.

Manufacturer narrative:
The reported serial number ¿(B)(4)¿ does not appear to be a valid medtronic serial number. A device history record review cannot be performed. A true cause to the reported presumed endocarditis of the native valves is not determined. However, the physician did not attribute the duran ring to the clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.